Event description:
It was reported that the pt's implantable neurostimulator (ins) has turned off 3 times in the last month. The pt experienced a loss of stimulation feeling each time the ins shut off. She interrogated the ins with her pt programmer and noticed that the battery symbol didn't have the "lightning bolt". It was noted that the pt was able to turn the ins back on with the programmer and resume normal stimulation. It was noted that the pt doesn't wear the antenna all of the time and that cycling was not programmed on the ins. Impedance measurements were normal (electrode 670 and 1521. Group impedances were reported to be a1 901 and a2 434. The pt reported no known accident or incident related to the complaint and no error codes when the device was returned off. Additional info has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), model no. 37712, serial no. (B)(4) found that the device was functionally okay and had no significant anomalies. According to the trace report (product analysis) obtained from the ins, the total recharge count was 157. The last recorded recharge session done when the device was implanted was (B)(6) 2012. The device was recharged for a total time of 3 hours, 28 seconds. The battery was charged from 3.705 volts to 3.920 volts. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The lock mode count was zero. Using the wingevity calculator, the expected life based on the parameter information in the initial review, (group g), was 4.05 days for low (25%) and 5.4 days (0%) for empty. The results using the upper limit values were 1.28 days for low and 1.7 days for empty. The ins was recharged for analysis. The recharger had full coupling with a 1cm spacer between the antenna and the ins. The ins recharged for 3 hours 38 minutes from 3.715v to 4.050v. The parameter trend diagnostic section of the trace report showed a parity power-on-reset (por) count of 1.

Event description:
Additional information received reported that the patient experienced a surging sensation between the tip of the implantable neurostimulator (ins) and her spine. The sensation was described as a pulsing sensation similar to if you drive on a flat tire. It was noted that the surging sensation was reported to occur when stimulation was off. The patient also reported losing stimulation when she stands up, even though she experienced stimulation while sitting. The device was turning off and no matter what she did she could not get stimulation to turn back on. This occurred five times in the past month. It was found that the device was turning off because the patient was not recharging the ins. The patient also experienced stimulation in the wrong location, and there was a suspected lead migration. X-rays were taken, but showed no movement of the implanted lead. All electrode impedances were within range, except the #2 contact, which was higher than the others. This contact was not being used. The patient still complained of loss of stimulation coverage after a reprogramming, and lead revision was to be discussed.

Event description:
Additional information showed the patient had two new leads placed, with good coverage results. The patient's old lead was not explanted, but left in place and capped. At the post-op appointment, the patient had good coverage and no further complains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A power on reset (por) occurred which was error code 0004 in (B)(6) 2012. It was confirmed that the patient experienced a loss of stimulation. The device was interrogated and there were no impedance changes. It was a parody por. The stimulation was recovered without change in coverage.

Manufacturer narrative:
(B)(4).

Event description:
The pain experienced discomfort at the ins site even when the ins was turned to 0v/off. The ins was replaced. There was no patient injury and recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.